Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation.

Event description:
The customer reported that the customer is requesting tech support for avalon fm30 fetal monitor: needing to replace the speaker. There was no sound coming from the speaker. The device was not in use on a patient at the time of event, there was no patient involvement.

Manufacturer narrative:
Philips remote support confirmed that there was no sound coming from the speaker. The customer was provided with replacement parts and pricing information (av-fm30 cbl loudspeaker assembly 451261010231) to resolve the reported problem.